Event description:
Information was received stating patient arrived to cath lab for a bi-v ICD generator change and to use a chronic second epicardial lv lead due to low impedance and high thresholds on current lv lead. Both lv epicardial leads turned out to be unusable. Both lv leads were capped and a dual chamber device was implanted. This is the same event as MDR 2183787-2018-00043.